Event description:
It was reported that the patient underwent an indigo laser procedure and was sent home with a urethral catheter in place. The patient returned to the physician's office three days postoperatively, to have the catheter removed and everything was fine. On the fourth postoperative day, the patient experienced an inability to void and went to an emergency room. In the emergency room, a second urethral catheter was inserted and a blood clot was voided. The second urethral catheter was removed three days later and the patient has had no further voiding difficulties. The patient later reported to the physician that, he had been engaging in strenuous activity during the week, prior to visiting the emergency room.

Manufacturer narrative:
Conclusion: with the use of indigo, a catheter is usually left for drainage for one day for each area treated plus one day. Typically this leads to three to five days of catheterization. The catheter provides both tamponade against bleeding and prevents obstruction from edema. Following catheter removal in this case, the patient was able to void for several days until developing a clot. This may have been related to increased activity or spontaneous oozing or even the presence of the catheter itself, but is easily managed by emptying of the clot. This event is most likely not related to the device itself due to the length of time which had passed since the procedure.